Event description:
A report was received that the patient was having difficulty charging the ipg as the ipg was too deep. The patient underwent a pocket revision wherein the pocket was made shallower. The patient was reportedly doing well following the procedure.